Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The monitor also failed to program to the programmable logic device, u1003, which was also likely caused by an intermittent bga connection. The intermittent connections are likely due to fractured solder connections induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connections may have been accelerated through rough handling. No adverse event resulted from the defective bga chips. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was not powering up. The pt was issued a replacement monitor.